Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during routine checking, ¿water mark¿ feature found inside of the intra-aortic balloon (iab) catheter packaging tray. No iab insertion was performed with device and therefore no risk to patient.

Manufacturer narrative:
Distributor info: (B)(4). Device evaluation: the sensation catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a visual inspection confirming the presence of fluid inside the device packaging. A sample of the fluid has been tested via infrared spectrum analysis. The results confirmed that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The event has been confirmed, there was no malfunction of the reported devices. Complaint # (B)(4).

Event description:
It was reported that during routine checking, ¿water mark¿ feature found inside of the intra-aortic balloon (iab) catheter packaging tray. No iab insertion was performed with device and therefore no risk to patient

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during routine checking, ¿water mark¿ feature found inside of the intra-aortic balloon (iab) catheter packaging tray. No iab insertion was performed. With device and therefore no risk to patient